Event description:
The customer reported a collagen insertion deployment on 1/14/99 of vasoseal kit #5. No problems noted. The pt returned on 1/22/99 with cold leg surgery on 1/23/99 for removal of collagen protruding into the lumin of the femoral artery. No pathology report. Discharged from the hosp on 1/26/99.